Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located moderately tortuous and moderately calcified coronary vessel. Following pre-dilatation with a non-bsc balloon catheter, a 3.00mm x 16mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut got lifted. Dilatation was again performed with a bigger size balloon and the procedure was completed with a different stent. There were no patient complications reported.